Event description:
As reported by the user facility information by bbm sales organization in china: "leakage" according to the complainant there was a leakage at the interface between the indwelling needle and the weigao syringe during medication injection.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR): reviewed the device history record for batch number 23g14g8373 and there were no defect encountered during in process and final control inspection. Machine production completion date. Packing s/packet : 12156310. Packing machine f62 , 2023-07-14. Eto channel, steris, 2023-07-25 final shop packet no: (B)(4). Batch: 23g11g0g01. Article no : 4251130up2. Cam d962, 2023-07-11. Cal d963, 2023-07-11. Ecm d964, 2023-07-11. Process cards show no abnormalities. Sample received. Received total 1 pc of used and contaminated introcan safety 3 pur 20g 1.1x32mm-ap capillary housing only without packaging from batch 23g14g8373 and article# 4251130-03. The valve housing was detached from the catheter hub upon received. Sample investigation the investigation was performed on the received complaint sample. The valve housing and catheter hub were visually investigated for analysis. Review of process card the complaint batch was produced at braun 9 is3 line 3. Process cards for b9 is3 line 3 were reviewed. No abnormality observed. Review of final control inspection results test specification: introcan safety 3 sterile (doc. No.: (B)(4)) refer to cir). Final control functional test results for 23g14g8373 were reviewed. All results were reported as passed. Review of ipqc inspection results: ipqc inspection results on completeness, damages, assembly defect, airtightness 300kpa/30s (3 bar/30 s) of vein catheter (capillary), between catheter (capillary) and catheter hub (incl.inner taper of hub) for assembly shop packet (B)(4) was reviewed. The results were reported as passed. Ipqc and final control holdback record were reviewed. No damage or functional related holdback reported for complaint batch 23g14g8373. Summary of root cause analysis: received total 1 pc of used and contaminated introcan safety 3 pur 20g 1.1x32mm-ap capillary housing only without packaging from batch 23g14g8373 and article# 4251130-03. The valve housing was detached from the catheter hub upon received. The returned sample was visual inspected at bmi. Observed flatten and lower energy director on the complaint sample. Process card was reviewed. No abnormality during manufacturing of the complaint batch 23g14g8373. Final control and ipqc visual inspection and functional test results were reviewed for batch 23g14g8373. All results were reported as passed. This complaint is concluded as confirmed. An approved project is in place to further address issues with leakage. Cause : failure in production process. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.